Event description:
The patient had a history of acute decompensated chronic heart failure with cardiogenic shock secondary to ischemic cardiomyopathy. During preparation for mechanical circulatory support, a setup failure of the automated impella controller (aic) occurred, resulting in a ¿purge disc not detected¿ alarm. The controller was exchanged for a backup aic, which was successfully set up without further issue. Following successful controller setup, an attempt was made to implant an impella 5.5 device. Due to patient vascular anatomy, the device could not be advanced, and the implant procedure was aborted. No further attempts were made with the impella 5.5. An impella cp device was subsequently prepared and successfully implanted to provide hemodynamic support. The patient remained on impella cp support and expired approximately four days later. No additional clinical details regarding the patient¿s hospital course or specific cause of death were provided.

Manufacturer narrative:
Medical safety/clinical reviewed the event. The patient had a history of acute decompensated chronic heart failure with cardiogenic shock secondary to ischemic cardiomyopathy. During preparation for mechanical circulatory support, a setup failure of the automated impella controller (aic) occurred, resulting in a ¿purge disc not detected¿ alarm. The controller was exchanged for a backup aic, which was successfully set up without further issue. Following successful controller setup, an attempt was made to implant an impella 5.5 device. Due to patient vascular anatomy, the device could not be advanced, and the implant procedure was aborted. No further attempts were made with the impella 5.5. An impella cp device was subsequently prepared and successfully implanted to provide hemodynamic support. The patient remained on impella cp support and expired approximately four days later. No additional clinical details regarding the patient¿s hospital course or specific cause of death were provided. The aic setup failure and the inability to advance the impella 5.5 device are being reported as serious injury-type reportable events. The impella cp is being reported as a death-type reportable event, as the device was in use at the time of the patient¿s death. Based on the available information, the patient¿s death appears consistent with progression of advanced cardiogenic shock and underlying end-stage ischemic cardiomyopathy. No device malfunction, performance issue, or impella cp-related adverse event was reported. Failure to advance the impella 5.5 due to patient anatomy is consistent with known procedural considerations outlined in the IFU and does not, by itself, indicate device malfunction. Device status. The impella device was not received from the customer; therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this is one of three devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.